Event description:
It was reported that a patient experienced pain at the generator site shortly after implantation. The physician noted that the patient was suffering from difficulties with vns battery rubbing through clothes. The physician was able to flip the generator over easily during repositioning surgery, and he believed that the placement of the leads in relation to the generator was causing the patient to have pain at the generator site. The surgery was done to preclude a serious injury as the device was protruding due to the implant location of the device. No further relevant information has been received to date.